Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate and static. Reportedly, the customer loaded cold insulin and overfilled the cartridge. There was no adverse impact to blood glucose. Customer declined further troubleshooting with tandem technical support to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.